Event description:
It was reported that after changing infusion supplies, the user experienced rising blood glucose from 140 mg/dl to 225 mg/dl and later discovered the steel infusion set had been inserted with the needle guard still in place, indicating the infusion set was deployed incorrectly; the user then attached a new site, primed the tubing, performed a fill cannula, and resumed delivery, with no device alarms reported. Symptoms included hyperglycemia without acute complications. Outcomes included self-management at home without medical intervention or backup therapy. Investigation included troubleshooting and user education. Investigation of this case revealed improper infusion set deployment as the likely cause, associated with the infusion set and connector. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.